Event description:
The patinet received more medication than intended. At 0600, the pump was proggrammed to deliver an unspecified concentration of insulin at a rate of 2u/hr and the delivery was started. No furhter programming parameter were provided. At 0650, the pump alarmed for an unspecified "malfunction'. At that time, the nurse noted the bag of insulin was empty and that the patient received 100u of insulin in less than one hour. The physician was notified and "d10 was started." The pump was removed from clinical service.